Manufacturer narrative:
The main device is not approved under PMA/510k # h020007 for the described indication: dystonia (product code: mru). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that an out of regulation (oor) message was on their patient programmer (pp) in may and again yesterday. The caregiver indicated that every once in a while they have episodes of rigidity and they had one about a month ago. The ins was charged at 100%, the patient uses the patient programmer (pp) and does have high settings (voltage mode) impedances were checked: left gpi: c-0 1760, c-1 5355, c-2 3891, c-3 4836; 0-1 3992, 0-2 3334, 0-3 4170; 1-2 4262, 1-3 5940; 2-3 2407; right gpi: c-4 2378, c-5 508, c-6 686, c-7 951. No further complications were reported or anticipated with this event.